Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown.

Event description:
According to the physician, there were no issues during the procedure. The patient had no complications post-procedure and upon subsequent follow-up was dry. All other information is unknown and unavailable.